Manufacturer narrative:
Product complaint #(B)(4). Date sent:(B)(6)2020. Additional information received: b3: date of event.

Manufacturer narrative:
Product complaint # (B)(4). Event date: unk. Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were any difficulties experienced with device intraoperatively? Was the staple line examined intraoperatively? Were any issues noted? What color cartridge was used? Was hemostasis achieved with the stapler alone during initial procedure? Was the lower mesenteric artery taken as a bundle or skeletonized? Does the surgeon routinely wait 15 seconds prior to firing? What is the current patient status?

Event description:
It was reported that a hemorrhage 6 hours after the procedure at the starting point of the stapling of the lower mesenteric artery. Recovery in the operating room for cutting off and hemostasis. Deglobulisation at 8 g/dl requiring a transfusion. Hospitalization extended of 1 week. This incident led to a recovery in the operating room and a consequent extension of the hospitalization stay. No issue detected during the procedure which was performed by a seasoned surgeon.